Event description:
It was reported that the user¿s ilet charger did not function, the pump battery depleted, and the pump became inoperative, with a blinking light observed while on the charger; replacement was arranged and a charger was sent overnight after the user transitioned to backup therapy. Symptoms included no clinical symptoms reported. Outcomes included temporary interruption of pump therapy and the need for replacement supplies and user education. Investigation included a review of device history, technical support troubleshooting, and assessment of available complaint information. Investigation of this case revealed a suspected charger malfunction leading to loss of pump power. It was concluded that the event was related to a device component issue involving the external power/charging system, with user retraining provided and replacement initiated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 @ 11:17 am cst - (B)(6). Pt calls in and charger not working so pump is completely dead. Light is blinking while pump is on charger. Agent will put in for replacement and since pump has been off for a while and pt has moved to backup therapy agent will send charger overnight.